Event description:
A surgeon reported that, following intraocular lens (iol) implant surgery, the lens was found to be out of position. Also, it was noted that the lens was scratched which could be attributed to a loading problem. The lens was exchanged for the same model and power. The surgeon felt this event was not lens-related, rather caused by the patient's anatomy. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/30/2008 and 10/14/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/29/2008.